Manufacturer narrative:
Concomitant medical products: 80jb sorin lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was possibly damaged during external defibrillation /cardioversion resulting in low atrial impedance measurement of a competitor lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that an x-ray was performed, but it did not show anything conclusive.